Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately on (B)(6) 2025, they experienced nausea, wooziness, and hot flashes at home, prompting a fingerstick comparison that showed a cgm reading of 105 mg/dl and a bgm reading of 53 mg/dl. Concerned by the symptoms and the low bg result, the patient called for an ambulance and was transported to the hospital by paramedics. At the hospital, the patient administered baqsimi. She remained hospitalized for two days for monitoring and recovery and was at home and stable during the report. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.